Manufacturer narrative:
(B)(4). G2: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure to perform proximal locking for cervical screw placement, the auger broke on its extremity leading to multiple fragments in the femoral head. It was reported a delay of more than 30mins with an increase in the time of exposure to ionizing radiation for the patient. All the pieces of metal were completely removed from the field. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h3; h6, corrected: d4, d9. Based on the analysis of the returned instruments, a fracture of the lag screw reamer can be confirmed. The lag screw reamer and pin were returned for investigation. The shaft of the lag screw reamer exhibits signs of normal use and appears largely unremarkable. However, the cutting edge of the instrument is fractured, with some fragments returned, though not all are accounted for. The tip of the returned pin is bent and shows signs of wear. Additionally, a ledge has formed near the threaded area of the pin, suggesting that it was drilled into. Additionally, two images of which one shows the fractured tip of the lag screw reamer and the other showing the product engraving, were provided. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The returned pin exhibits signs consistent with having been drilled into. However, it cannot be determined whether, or to what extent, the lag screw reamer's drilling into the pin contributed to the reported event. Additionally, the review of the surgical technique suggests that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could potentially lead to an impingement of the tip of the lag screw on the nail, which might contribute to the fracture of the reamer. Based on the provided data, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No additional event information to report at this time.